Event description:
The scrub nurse and the consultant tested the balloons of the pruitt f3 shunt prior to using it on the patient. They noticed that both balloons did not inflate/deflate correctly and there seemed to be an issue with what they believe was a leakage.

Manufacturer narrative:
We have not received the complaint device for investigation. Hence, we could not conclusively determine the root cause of the incident. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. The alleged defect was detected during pre-use check. The complaint device was not used for the procedure.